Event description:
Report received of an undocumented number of undocumented incidents of reduced flow rate through the gravity tubing set. The customer reports receiving the sets in prepackaged kits made by another MFR. The kits containing the IV administration set are ethylene oxide sterilized (freon free) by another MFR. They have used the tubing in the past and "had no problems until the filter was changed." (Customer is referring to a change to a convertible piercing pin.) The customer report, "the problem occurs when sterile tubing is connected to infusion line during posterior vitrectomy. This line is to maintain pressure in posterior chamber of eye by raising and lowering bottle. With this particular tubing, the drip rate is not sufficient (rapid) enough to maintain pressure in eye. The surgery is then compromised and surgeons become highly stressed. Surgery is also prolonged." Customer reports that "although there have been no adverse pt harm reports, I am unable to monitor long term effect or injury to the pt."